Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a strong smell of insulin inside the reservoir compartment. The customer also mentioned high blood glucose. There is nothing to send back to the manufacturer at this time. Nothing further reported.